Event description:
Customer reportedly obtained a result of 396mg/dl while the nurse's device read 139mg/dl within 10 mins. The customer also reportedly tested 241mg/dl on the device, 115mg/dl on the nurse's device and 275mg/dl on the device again. Comparison was performed within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.